Event description:
During a remote follow-up, myopotential oversensing which resulted in pacing inhibition was observed on the right ventricular channel of the device. Additionally, an episode of inappropriate automatic mode switch (ams) due to the far field r-wave oversensing was observed on the right atrial channel of the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been completed at this time. The patient is stable with no consequences.

Event description:
Additional information was received that the device was reprogrammed to resolve the event.